Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sodasorb was replaced to resolve the reported issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the leak was less than 4.5lpm. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow. H3 other text : additional information was received that the leak was less than 4.5lpm. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow.

Event description:
The hospital reported a circuit test failed during pre-use checkout indicating a large leak preventing ventilation. There was no report of patient involvement.